Event description:
It was reported that following an implantable pulse generator (ipg) revision procedure, the patient experienced pain, severe sensitivity and shocking sensation in the ipg site as well as in leg and arm with certain movement. Database analysis revealed no anomalies found in the battery discharge logs, however found high impedance on port c. The patient underwent a procedure wherein the pocket site was revised. The ipg remains implanted in the patients body and in use. The patient was doing well postoperatively.